Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser. It was reported that when lipids are infusing, the pumps are alarming that the volume to be infused (vtbi) is complete after 30-50 minutes even though it's set to infuse over one hour. The lipids were set at a rate from 0.1-0.4ml/hr and all pumps were at bed level or higher. When the pump alarms and the total volume infused is checked, it is showing that the amount of lipids infused is correct. Their newest 28 weeker had a normal triglyceride level despite the pump reading lipid infusion complete after 30-50 minutes. The pump was taken out of service and put in the clinician office. There was patient involvement and no adverse event or patient harm.

Manufacturer narrative:
It is unknown if the device is available for evaluation. It has not yet been received.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
She stated that the issue was due to their very low rate of infusion and resetting volumes every hour. As they increased the volumes to 6 hours, no issues were encountered.